Event description:
It was reported that the left ventricular lead moved and was pacing in the atrium. The patient was stable and she expressed that her condition was good until recently when she felt something happen while using a snowblower. Since then, the patient's energy level had decreased. A lead reposition -ing was scheduled.

Manufacturer narrative:
No medwatch form was received.